Manufacturer narrative:
For four events, the investigations could not identify a product problem. The cause of the events could not be determined. Follow up actions for one of these events include: the field staff reviewed handling conditions with the customer. Follow up actions for one of these events include: all analyzer connections and fluidics were checked. A connection to the probe was loose and it was tightened. The seals and pinch tubing were replaced. Tubing was cleaned. Performance testing was run and results were good, with no issues. The system was reset and initialized. Air purges, reagent priming, and measuring cell preparation maintenance was performed, with no errors. The customer repeated the complained sample and the results were good. There were no follow up actions for two of these events. For one event, the investigation determined the service actions resolved the issue. Follow up actions for this event include: the field service engineer replaced the measuring cell. All instrument tests were successful. For one event, the investigation determined a probe was not rinsing. Follow up actions for this event include: the instrument was decontaminated. Performance testing was run and was within specifications. Calibration and controls were good. Precision studies were performed using the complained patient sample. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. (B)(4).

Event description:
This report summarizes <noe>6</noe> malfunction events. Questionable high results were generated by cobas e 411 immunoassay analyzers. The events involved a total of 7 patients with the following: one discrepant result for elecsys ft3 iii. One discrepant result for the elecsys ft4 ii assay. Two discrepant results for the elecsys hcg + beta test system. One discrepant result for amh plus elecsys. Two discrepant results for elecsys estradiol iii. Four patients' ages ranged between 12 years and 71 years old. The remaining patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There were 5 females. The remaining patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.